Event description:
It was reported that during a colon procedure, the device cut but only stapled partially. Another like instrument was used to complete the case. There was no adverse patient consequence.